Event description:
The user facility reported to terumo cardiovascular systems that out of box one of the tubes on the fx sapling manifold broke off. "No patient involvement as this occurred out of box.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. For this reason, (B)(4).